Manufacturer narrative:
Event date: 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The patient stated that when they discarded the set they observed that there was a leak. They did not use any shearing material when opening the box. During the therapy, the patient did not observe any leak and the machine was working normally. This event was noticed after completion of therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video and photograph of the sample was provided for evaluation. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.